Event description:
The customer reported that the system would not display a fluoroscopy image when changing positions of the c-arm. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, the connections to the camera were reseated.